Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: technical event: 231008. -calibrated service mode but issues not solved -we found issue with 02 mixer in the machine. No patient involvement.